Event description:
One jaw of a laparoscopic modular grasping forceps broke off in a pt's abdominal cavity during a laparoscopic cholecystectomy procedure. The metal piece was not located. No additional surgery was done to remove it, per the pt's request.